Event description:
During a check-out procedure at the manufacturer's service center, a ventilator's pressure delivery was decreased, and the device failed test steps during testing. There was no harm or injury reported. The device's sensor board needs to be replaced to address the issues.